Event description:
Following a laparoscopic anti-reflux procedure, a pt was exposed to MRI. The linx device was used as part of the anti-reflux procedure. The linx instructions for use includes a warning that pts should not be exposed to an MRI environment. Anti-reflux procedure and linx device implantation occurred on (B)(6) 2011. Pt experienced pre-existing gerd symptoms after exposure to MRI on (B)(6) 2012. Uneventful device implant on (B)(6) 2013. Device found in correct position and geometry. Pt underwent toupet fundoplication post explant and symptoms indicated as resolved.